Event description:
It was reported that the home patient (hp) experienced peritonitis. On the same day the patient was experiencing a cold. It was unknown if the patient was hospitalized for this event. The cause of peritonitis was determined to be a migration of a cold. However, the patient treatment was not reported. At the time of this report, the patient was not recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned for evaluation. If additional relevant information is received, a follow-up will be submitted.